Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), product type: catheter. Product ID: 8709sc, serial# (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The serial number of the catheter involved was reported. The date of the explant was unknown. The patient's weight was unknown. It was reported that the pump and catheter would not be returned. No further complications were anticipated/reported.

Manufacturer narrative:
Continuation of medical devices: product ID 8780, serial# (B)(4), product type catheter. Product ID 8709sc, serial# (B)(4), product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 28-jun-2019, UDI#: (B)(4); product ID: 8709sc, serial/lot #: (B)(4), ubd: 18-oct-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving bupivacaine (18 mg/ml at 2.4 mg/day) and fentanyl (6000 mcg/ml at 800 mcg/day) via an implantable infusion pump. The indication for use was spinal pain. It was reported that over the weekend the patient went to the emergency room due to the catheter at the lumbar site being exposed and there was an infection at the site. The caller stated that the patient was hospitalized and the catheter and pump were explanted. It was reported that the infection site was cultured and showed a staph infection. The patient continued to be hospitalized at the time of this report and was being treated for the infection. The caller stated that he had no further information as it relates to the infection and what lead up to it. No further complications have been reported as a result of this event.